Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the pump had a calibration error. There was no patient injury.

Manufacturer narrative:
Additional information received on 28-nov-2022 via email and attached to complaint object: all issues found with this device was found during testing at our facility. No patient involvement was indicated, at the time the pump was received for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/28/2022. H3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seals missing. There was no evidence of the error in the event history log. The reported problem calibration error was duplicated during functional test. Also, when a cassette was attached the pump started to alarm cassette not attached properly. The investigation found that the downstream occlusion sensor (dso) sensor was not working as intended (inoperable) and was the cause of the reported issue. For corrective action, it was recommended replacing the downstream occlusion sensor. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).